Manufacturer narrative:
(B)(4). Concomitant products: m2a 38mm acetabular cup catalog#: rd118852 lot#: 644660, bi-metric femoral stem catalog#: 162311 lot#: 02063690. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-03891, 0001825034-2017-03936.

Event description:
It was reported that patient underwent a left hip revision procedure approximately eleven years post-implantation due to squeaking, pain, dry cough, rhonchus, and elevated metal ion levels. Greyish metal infused tissue was found during the revision procedure. No additional patient consequences were reported.